Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation as the device location is unknown. Concomitant medical products: item# unknown / unknown head / lot # unknown, item# unknown / unknown stem/ lot # unknown , item# unknown / unknown liner / lot # unknown, item# unknown / unknown acetabular cage/ lot # unknown. Reportable event was unable to be confirmed due to limited information received from customer. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that patient underwent hip revision surgery due to cup loosening. An acetabular cage was used during the revision. Cup and head component were revised. Attempts have been made and additional information on the reported event is unavailable at this time.